Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy and hv shocks due to lead dislodgement. Decrease in r-wave measurement and low pacing lead impedance was also noted. Lead was explanted and replaced. Patient was fine post-procedure.